Event description:
Revision surgery revealed loosening of the cement around the tibial stem.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.